Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2005 due a suspected malfunction. No adverse events were reported and no further information is available.